Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unable to verify unresponsive keypad anomaly due to display anomaly. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, reservoir tube cracked.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that the customer's insulin pump had scratches to the display, unable to read the display. Customer's blood glucose levels at the time 12.0 mmol/l. Advised insulin pump would be replaced.